Manufacturer narrative:
The returned device was evaluated and the cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the reported infection and allergy, and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation causing hives/urticaria, red/irritated skin and small pimples occurred while wearing the pod on the leg. The patient's blood glucose level reached 500 mg/dl. The patient visited their physicians and was diagnosed with an allergic reaction. No treatment of prescription was reported.